Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately seven years following the implant of this 18mm transcatheter pulmonary bioprosthetic valve, the valve was explanted and replaced with a 25mm medtronic surgical conduit valve for an unknown reason. No additional adverse patient effects were reported.